Event description:
Reported by the complainant as follows: unna-flex applied on (B)(6) 2010 to both lower extremities by health care professional for treatment of leg ulcers and edema. Experienced burning and itching sensation throughout next 7 days. Unna-flex removed on 7th day. Skin underneath is red; open and oozing under entire area where unna-flex had been applied. No other product applied to skin under unna-flex. Following directions for care from physician.

Manufacturer narrative:
Reported to the FDA on november 8, 2010. (B)(4).